Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that revaclear 300 had an external solution leakage during patient treatment. It was identified that one of the dialysate ports was broken resulting in an external solution leakage. The blood was returned and the filter was replaced. No blood loss was reported. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.